Event description:
Additional information: it was clarified that pyostacine was not given for the event of infection but for a previous event of wound with pus indicated to have started on (B)(6) 2011 and resolved (B)(6) 2011 and was of moderate severity. It was also indicated that the pump was implanted in (B)(6) 2011. Following explant patient had visited hcp on (B)(6) 2011 for an implant of another pump and it was noted that patient was hospitalised a week ago in emergency with (B)(6). Hcp planned to consult with the patient remotely and consider a re-implant of a prialt pump on disappearance of all infectious spiracles.

Event description:
It was reported that the onset of the infection was (B)(6) 2011 and the end date was (B)(6) 2011. The severity was noted as severe. Action was noted as: "intrathecal pump withdrawn". Treatment was noted as orbenine then pyostacine. This requires/prolongs hospitalization. The outcome resolved. Wound with pus onset was (B)(6) 2011; end date was (B)(6) 2011. The severity was moderate. It was noted for action; "drug withdrawn". Treatment was "orbenine 500 mg 4 by day during 28 days". It was noted requires/prolongs hospitalization. The outcome was resolved. The asthenia onset was (B)(6) 2011; end date (B)(6) 2011. Severity was noted as severe. Action was "drug withdrawn". The outcome was resolved. Intracranial hypotension onset was (B)(6) 2011; end date (B)(6) 2011. Severity was severe. Action was "drug withdrawn". The outcome was resolved.

Event description:
It was reported that the pump was explanted due to infection in the beginning of (B)(6) 2011. The patient was under orbenine and the bacteriological samples showed methicillin sensitive staphylococcus. Patient was to be continued on antibiotic therapy for three weeks, approximately up to (B)(6). An extraction of the intrathecal catheter was then attempted on (B)(6) 2011, however, it was not possible to extract the entire catheter. It was noted that ''there was a doubt if it can be removed completely, as the graduation of the removed catheter does not extend up to 0 but stops at 20cm.'' The surgical intervention does not allow viewing the residue. A questionable partial extraction of catheter was indicated and the patient was discharged on the same day. Patient experienced symptoms noted as ''most probably similar to an intracranial hypotension syndrome.'' Drug delivered via the pump was prialt. Patient was advised to follow-up in september in order to ''envisage the implant of a prialt pump.''

Event description:
Additional information: it was indicated that the date of onset of infection was 2011-(B)(6) and that the infection was probably nosocomial or dermatitis chronic. Drug delivered via the device was indicated as prialt. Patient recovery was noted as of 2011-(B)(6). Other medication included orbenine 500mg started from 2011-(B)(6) and oral pyostacine was started from 2011-(B)(6).

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Corrected/additional information: the patient also experienced a headache related to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient was hospitalized. It was noted that it was not related to the study drug. The severity was noted as severe. The patient outcome was noted as recovered.